Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had not used or charged the ins for a year because the therapy was not helping her for a year. Patient states she needs to have an MRI and since the ins haven't been charged or used she thinks the ins is off for the MRI. Process was reviewed and procedure to use programmer to activate MRI mode. Patient states she did not have the programmer for the implant.  It was recommended the patient consult with her healthcare provider to determine MRI eligibility. Additional information was received. It was reported the ins was dead. The patient needed a c-spine scan. Possibility of overdischarge was reviewed and it was recommended the patient try charging ins but if unsuccessful she should follow up with managing healthcare provider to address device issue and/or complete MRI eligibility form. Additional information was received. It was reported the circumstances that led to the therapy not helping was it was never helpful enough since they the surgery. They met with the manufacturer representative but nothing helped. The issue was not resolved and the patient planned to remove the ins. The ins was not able to be put into MRI mode.